Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of photographs received. Photo evidence showed difference in product. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to product location unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a total hip surgery, it was discovered that the incorrect item was in the package causing a delay of 20 minutes. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable at this time.